Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13d17027 and h13d30053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Treatment was not reported. The patient was recovering from the event of peritonitis. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, additional information was provided related to the event. It was reported that the patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.